Event description:
A customer reported to baxter (B)(4) of an administration set in which the nurse observed air bubbles in the expansion chamber when iron was being administered through the reported set. The nurse called the customer over to notify the reported condition, but the air bubbles were not visible when the customer appeared at the incident site. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.